Manufacturer narrative:
The insulin pump received with motor error alarm during rewind due to corroded motor home switch. Error alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted. The insulin pump received with missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 186 mg/dl. During troubleshooting, performed displacement test, test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.